Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would not retract the blade. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions due to the trocar being able to cut and the knife retracted properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.